Manufacturer narrative:
The date received by manufacturer date for the initial report is (B)(6) 2017.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the make sure heater bag is on heater tray message. The cycler was rebooted, however, recovery failed. The treatment was cancelled. When the inside of the cassette door was checked, solution was noted to be inside of the cassette door and on the cassette membrane. The cycler will be replaced. The patient utilized manual exchanges to complete treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the make sure heater bag is on heater tray message. The cycler was rebooted, however, recovery failed. The treatment was cancelled. When the inside of the cassette door was checked, solution was noted to be inside of the cassette door and on the cassette membrane. The cycler will be replaced. The patient utilized manual exchanges to complete treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the make sure heater bag is on heater tray message. The cycler was rebooted, however, recovery failed. The treatment was cancelled. When the inside of the cassette door was checked, solution was noted to be inside of the cassette door and on the cassette membrane. The cycler will be replaced. The patient utilized manual exchanges to complete treatment.